Event description:
At 6 week post-op evaluation (x-ray) revealed a partially backed out screw at the inferior end of plate. The patient was told that a backed out screw had the potential to wear through the esophageal tissue and produce significant complication. Patient elected to have revision surgery, which was done in 2003.